Manufacturer narrative:
The customer indicated that the device would not be returning for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the cotton was shedding. No patient was involved in the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.